Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 23:25:01. During night drain cycle four, the patient's ultrafiltration reading was 1077ml, indicating the home patient (hp) drained 1077ml more than their maximum programmed fill volume of 1600ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: this report was opened in error and is a duplicate report. All evaluation information can be found in the master report number: 1423500-2012-11402.